Event description:
Customer reported hospitalization due to diabetes ketoacidosis and high blood glucose readings of over 600 mg/dl. Customer stated that she had an issue with the tubing detaching and not getting insulin that was needed. Customer reported getting headaches and throwing up prior to the hospitalization. Customer was kept at the hospital for three days and then released. Customer also mentioned having trouble with the priming process. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.